Event description:
On the (B)(6) 2014, lenstec received an email notification stating that the lens had a torn haptic after insertion. The lens was destroyed and discarded at the site. The lc16 cartridge was used and the incision was enlarged to remove the iol. There was no patient injury.